Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7 bd vacutainer® sst¿ blood collection tubes contained foreign matter and 2 were missing label information. The following information was provided by the initial reporter: "the following issues were found in tubes (367989) from lot 0267598: spot in tube ×6 fm in gel ×1 defective marking ×2"

Event description:
It was reported that 7 bd vacutainer® sst¿ blood collection tubes contained foreign matter and 2 were missing label information. The following information was provided by the initial reporter: "the following issues were found in tubes (367989) from lot 0267598: spot in tube ×6. Fm in gel ×1. Defective marking ×2."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/19/2021. H.6. Investigation: bd received 9 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for ink smear (6 samples), fm in gel (1 samples) and defective marking (2 samples) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the review of the customer photos, customer samples and investigation results, this complaint is confirmed. 1. The most likely cause of the ink smear is a felt pad used for ink application dislodging from the labelling equipment. An incomplete line clearance did not cull all affected tubes. 2. The most likely cause of the black fm in the tube appears to be a piece of burnt silica. Additional housekeeping has been implemented in the tubes operation to clean manufacturing equipment. 3. The most likely cause of the defective marking is a felt pad used for ink application dislodging from the labelling equipment. An incomplete line clearance did not cull all affected tubes. H3 other text : see h.10.